Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. A day after the event onset, the patient was hospitalized for the event. Four days after the event onset, the patient was treated with vancomycin injection (1gm, every 4th day, intraperitoneal, discontinued) for peritonitis. Five days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.